Event description:
Customer states that a patient reportedly received the following results on the inform system within 10 minutes: 33 mg/dl and 95 mg/dl. Caller reportedly received the following results on an inform meter, compared to lab results, within 11 minutes: 88 mg/dl (lab) and 33 mg/dl, 95 mg/dl (meter). Results of 33 mg/dl and 95 mg/dl were taken only once - no duplication of readings. Patient presented to the ER with toe pain. Unknown if patient exhibited hypoglycemic symptoms with the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.